Event description:
On 2020-sep-23, additional information was received from the patient. The patient stated, "my pump had overdosed me and they let it run dry and they filled it and restarted everything". The patient confirmed the overdose happened twice; once in june or july of last year and the most recent one was a few weeks ago. The patient stated, "it's not a problem with the pump, it's a problem with my own body, with my metabolism".

Manufacturer narrative:
H6; the previously reported patient code c50873 no longer applies to this event and has been updated to c50499. The previously reported conclusion code 22 no longer applies to this event and has been updated to 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) at 0.5045 mg/day with an unknown concentration. It was reported that yesterday (B)(6) 2020) the patient came into the ER with overdose symptoms. The patient is on oral medications as well that could contribute to the situation. There were no further complications reported/anticipated.